Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the device was returned, analyzed and preliminary analysis revealed no output and no telemetry. Further testing revealed that the no output and no telemetry conditions were the result of lifted hybrid bond wires. The device is part of the advisory for this model.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned, analyzed and preliminary analysis revealed no output and no telemetry. Further testing revealed that the no output and no telemetry conditions were the result of lifted hybrid bond wires. The device is part of the advisory for this model. The manufacture report number 2647346000-2011-00922 will be redacted due to the original analysis finding related to device (B)(4) indicating a no output and no telemetry condition occurred after the patient death. The primary analysis finding was changed to no anomalies found.

Event description:
An implantable pulse generator (ipg) was returned to the manufacturer from an unknown source with no information. The device was analyzed and tested out of specification. Further review of the manufacturer's database indicated the patient is deceased and died approximately seven years after the device was implanted. The cause of death has been requested and not received.